Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to lens. Corrected data: b1- adverse event corrected to product problem. B3-date of event corrected to (B)(6) 2019. B5- the reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2 of -9.00 diopter implanted collamer lens into the patients left eye (os) on (B)(6) 2019. The lens was implanted and removed intra-operatively within initial surgery due to lens dislocation / subluxation. A replacement lens was later implanted on (B)(6) 2019 and this resolved the problem. D6b- date of removal corrected to (B)(6) 2019. H1- serious injury corrected to malfunction. H6-impact code 3191 corrected to 2199. Investigation code 4110 should have been reported in initial MDR. Claim# (B)(4).

Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim#: 716936.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2, -09.00 diopter , implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. Lens dislocation/subluxation was observed. Lens was removed on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown.